Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a connection issue occurred while setting up the homechoice. The patient was not connected. The patient reported that the bag on the white clamp line became disconnected. The homechoice displayed connect yourself. The technical service representative instructed the patient to close the clamps and to turn the homechoice off. The patient requested assistance to re-prime. The patient confirmed the solution bag became disconnected from the supply line. The technical service representative inquired if the end of the bag connection came off or did the bag become unscrewed. The patient stated the bag became unscrewed. The technical service representative explained the fluid pathway was compromised. As a result, the technical service representative instructed the patient to start over with all new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.